Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert; however, when the device was interrogated, there was no specific trigger for the alert. It was suspected that the patient was near a magnet at time of the alert. The device remains in use. No patient complications have been reported as a result of this event.